Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be over 200 mg/dl; however the exact value was not provided. The customer took a manual injection. The same cartridge was able to be reloaded and insulin delivery was resumed successfully.